Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been in a serious vehicle accident due to low blood glucose and passing out. Customer reported that blood glucose had been low for a year. Customer was taken to the hospital via ambulance on (B)(6) 2016 with blood glucose of 27 mg/dl. Customer was treated via IV fluids. Insulin pump was removed from customer for the purpose of raising blood glucose. When customer reconnected to insulin pump, but glucose began to fall again. Customer treated low blood glucose with food and settings were also adjusted. Customer was advised to contact healthcare professional regarding low blood glucose.